Event description:
It was reported that pump battery depleted too quickly, causing shutdown. There was no adverse impact to the customer's blood glucose level. Customer resumed insulin delivery after shutdown, uploaded pump data for review, turned off bluetooth connection since mobile app was not in use, and was instructed to update pump software.